Event description:
It was reported that during insertion into the patient's internal jugular again the coil at the end of the guide wire became unraveled and would not thread through the introducer needle. As a result, a different kit was opened and used successfully. There was a delay in treatment and no patient death was reported.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event has been reported under MDR# 1036844-2015-00246. No sample will be returned for evaluation.